Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13, dec 2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint simplicity reveals no issues were observed that could cause or contribute to the complaint issue. No lens was received as part of this return for evaluation. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity intraocular lens (iol) was removed and replaced from the patient's left eye during same procedure due to one haptic was found to be broken at the haptic-optic junction after the implantation of the iol. Reportedly appearing consistent with a manufacturing defect ( the haptic was split right at the demarcation line where it was the leading haptic, and there was no contact with the injection plunger). There was no incision enlargement, sutures, or vitrectomy needed. The lens was replaced with another lens with same model, but with unknown diopter. The patient's post-procedure status is fine. No further information is available.